Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed" and medical device monitoring error "ablation". The patient's concurrent conditions included gerd, hot flashes, vitamin d deficiency, menorrhagia, uterine bleeding, uterine fibroid, fallopian tube stenosis, lower abdominal pain, chills, burning micturition, urinary frequency, urinary urgency, hiatal hernia and muscle cramps. Concomitant products included colecalciferol (vitamin d) for fatigue as well as omeprazole. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced complication of device insertion ("complication or problems at the time of essure procedure"). In (B)(6) 2012, the patient experienced dyspareunia ("painful intercourse"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced fatigue ("fatigue,"). In (B)(6) 2013, the patient experienced weight increased ("weight gain"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced rash ("rashes lower or lower extremities"). On an unknown date, the patient experienced allergy to metals ("allergic reactions to the nickel in the device/nickel allergy") and rash generalised ("whole body rash"). The patient was treated with triamcinolone acetonide, diphenhydramine hydrochloride (benadryl), prednisone, hydroxyzine, ibuprofen (advil) and surgery (total abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, alopecia, dyspareunia, rash, dysmenorrhoea and rash generalised had resolved, the weight increased and fatigue was resolving and the allergy to metals and complication of device insertion outcome was unknown. The reporter considered allergy to metals, alopecia, complication of device insertion, dysmenorrhoea, dyspareunia, fatigue, pelvic pain, rash, rash generalised and weight increased to be related to essure. The reporter commented: on (B)(6) 2012, plantiff underwent essure procedure on the right tube and on (B)(6) 2012, underwent essure procedure on the left tube. There were about seven proximal coils noted in left tube. Essure procedure was successful in the right fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. Ultrasound scan vagina - on (B)(6) 2013: essure devices are identified bilaterally. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records pelvic pain. Dyspareunia, gained weight. Most recent follow-up information incorporated above includes: on 29-jun-2018: pfs received, event added- whole body rash, device monitoring procedure not performed, complication or problems at the time of essure procedure. Events onset date added, treatment drug added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation". The patient's concurrent conditions included gerd, hot flashes, vitamin d deficiency, menorrhagia, uterine bleeding, uterine fibroid, stenosis, lower abdominal pain, chills, burning micturition, urinary frequency, urinary urgency, hiatal hernia and muscle cramps. Concomitant products included cholecalciferol (vitamin d), diphenhydramine hydrochloride (benadryl), hydroxyzine, omeprazole, prednisone and triamcinolone acetonide. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 1 year after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced rash ("rashes lower or lower extremities"). On (B)(6) 2016, the patient experienced dyspareunia ("painful intercourse"). On (B)(6) 2016, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced alopecia ("hair loss"), allergy to metals ("allergic reactions to the nickel in the device/nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue,"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, allergy to metals, rash and dysmenorrhoea outcome was unknown and the weight increased, alopecia and fatigue had resolved. The reporter considered allergy to metals, alopecia, dysmenorrhoea, dyspareunia, fatigue, pelvic pain, rash and weight increased to be related to essure. The reporter commented: on (B)(6) 2012, plaintiff underwent essure procedure on the right tube and on (B)(6) 2012, underwent essure procedure on the left tube. There were about seven proximal coils noted in left tube. Essure procedure was successful in the right fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2013: essure devices are identified bilaterally. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records pelvic pain. Dyspareunia, gained weight. Most recent follow-up information incorporated above includes: on (B)(6) 2018: rashes or skin conditions, dysmenorrhea (cramping) dyspareunia (painful sexual intercourse) fatigue were added. Concomitant diseases, concomitant drugs, lab data ere added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed" and medical device monitoring error "ablation". The patient's medical history included knee pain, chest pain, right upper quadrant pain, uterine fibroid, cesarean section and hematuria. Previously administered products included for an unreported indication: lactase and zantac. Concurrent conditions included gerd, hot flashes, vitamin d deficiency, menorrhagia, uterine bleeding, uterine fibroid, fallopian tube stenosis, lower abdominal pain, chills, burning micturition, urinary frequency, urinary urgency, hiatal hernia, muscle cramps, back pain, fibroids, flank pain, ovarian cyst, burning micturition, dyslipidemia, vitamin d deficiency, gerd, cough, numbness, tingling, night sweats, constipation, diarrhea, anxiety, depression, swelling of legs, bruising, visual disturbances, auditory disorder and mood swings. Concomitant products included vitamin d nos (vitamin d) for fatigue as well as omeprazole. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced complication of device insertion ("complication or problems at the time of essure procedure") and fallopian tube stenosis ("left fallopian tube stenosis"). In (B)(6) 2012, the patient experienced dyspareunia ("painful intercourse"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced rash ("rashes lower or lower extremities"). On an unknown date, the patient experienced allergy to metals ("allergic reactions to the nickel in the device/nickel allergy") and rash generalised ("whole body rash"). The patient was treated with diphenhydramine hydrochloride, hydroxyzine, ibuprofen, prednisone, triamcinolone acetonide and surgery (total abdominal hysterectomy with bilateral salpingectomy. Novasure endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, alopecia, dyspareunia, rash, dysmenorrhoea, fatigue and rash generalised had resolved, the weight increased was resolving and the allergy to metals, complication of device insertion and fallopian tube stenosis outcome was unknown. The reporter considered allergy to metals, alopecia, complication of device insertion, dysmenorrhoea, dyspareunia, fallopian tube stenosis, fatigue, pelvic pain, rash, rash generalised and weight increased to be related to essure. The reporter commented: on (B)(6) 2012, plaintiff underwent essure procedure on the right tube and on (B)(6) 2012, underwent essure procedure on the left tube. There were about seven proximal coils noted in left tube. Essure procedure was successful in the right fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. Ultrasound scan vagina - on (B)(6) 2013: results: essure devices are identified bilaterally.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records pelvic pain. Dyspareunia, gained weight. Most recent follow-up information incorporated above includes: on 12-dec-2018: pfs received. Concomitant condition added. Event fatigue outcome updated and left fallopian tube stenosis event were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), alopecia ("hair loss"), dyspareunia ("painful intercourse") and allergy to metals ("allergic reactions to the nickel in the device"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, weight increased, alopecia, dyspareunia and allergy to metals outcome was unknown. The reporter considered allergy to metals, alopecia, dyspareunia, pelvic pain and weight increased to be related to essure. The reporter commented: on (B)(6) 2012, plaintiff underwent essure procedure on the right tube and on (B)(6) 2012, underwent essure procedure on the left tube. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report